Event description:
The customer reported that their remote network station (rns) and central network station (cns) are displaying intermittent signal loss for all monitored tele beds. The customer said that this issue usually starts with a single tile showing signal loss after which all tiles start showing the same. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their remote network station (rns) and central network station (cns) are displaying intermittent signal loss for all monitored tele beds. The customer said that this issue usually starts with a single tile showing signal loss after which all tiles start showing the same. No harm or injury was reported.